Manufacturer narrative:
Within 30 days of index procedure which took place in 2008. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain. The target lesion was a 99% stenosed lesion located in the proximal left anterior descending artery (lad). The lesion length was 8.0mm and the reference vessel diameter was 3.0mm. Following predilatation, the 3.0 x 12mm taxus express 2 drug eluting stent was deployed, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. At the 30 day follow up, the patient reported that she had experienced chest discomfort atypical (for her) a couple of times since the index procedure. This occurred with heavy activity, and was different than the original chest pain which had brought her in. The patient was advised to contact the physician if the pain continued, and the issue resolved with no further reports.